Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13470612 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13470612. Coil subassembly lot 13363125. No units were rejected during the assembly of lot 13363125. It was observed during review of these lots no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the reported complaint. Add'l info will be submitted within 30 days of receipt. The DHR review indicates that the product was tested and inspected per established mfg requirements including inspection result test as per (B)(4).

Event description:
When it was advanced through mc, the orbit mini complex fill 2.5x3.5 was stuck at the distal end of mc (partly in the pt's vessel, partly in mc). Then doctor tried to pull back and the coil stretched.